Event description:
A few minutes into the case, using the thunderbeat handpiece, the metal tip broke off. Surgical team found the missing tip and removed it from surgical field. Thunderbeat handpiece was replaced with a brand new handpiece.